Event description:
Caller reports 2 accidental sticks with a pt's lancet device. She reports medical tests were performed, but no more info provided. No adverse event reported. Requested return of suspect device and replacement was sent.